Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 500 mg/dl. Troubleshooting was performed and found that the time was set incorrectly on the insulin pump. Further troubleshooting could not be performed because the customer was not available at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.